Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: insufficient information: no observations are performed for the complaint as the event is insufficient information. Additional observations: crease flat observed. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported seroma. This record is for left side. Device has been explanted and replaced.